Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with (B)(4) staples remaining in the cover block, indicating that at least (B)(4) staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. The customer did not provide a lot number; therefore, a device history record review was performed based upon two potential lot numbers taken from the sales history data of the customer. No relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled, and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "hcp failed to fire staple while using on patient".

Event description:
It was reported that "hcp failed to fire staple while using on patient". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). There was no lot number provided. Potential lot numbers based on sales records are 73d2200443 or 73d2200543. Per DHR the product visistat 35r 6/box lot # 73d2200443 was manufactured on 04/14/2022 a total of (B)(4) pieces. Lot was released on 05/10/2022. DHR investigation did not show issues related to complaint. Per DHR the product visistat 35r 6/box lot # 73d2200543 was manufactured on 04/19/2022 a total of (B)(4) pieces. Lot was released on 05/10/2022. DHR investigation did not show issues related to complaint.